Event description:
During withdrawal the proximal end of the sds got caught on the tip of the guiding catheter, causing the stent to fall off the balloon. The stent embolized into the right common femoral artery.